Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system had leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The report is as follows, "the nurse noticed that there was leakage at the juncture of catheter tubing and the wing."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8115943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers subjected the sample we received from your facility to leakage testing. They found the device to be leaking from the inserter assembly. Our engineers were able to replicate this damage in the manufacturing by varying the method of material handling by manufacturing operators. To prevent a future occurrence of this event we have conducted retraining of our manufacturing personnel. The reported leakage was confirmed after evaluate the sample provided. Based on investigation developed, engineering team could not observe the defect visual either functionally. Sample was tested per leakage at 20 psi of in and 8 psi of out according qcge-011sp finding leakage between catheter/inserter assembly. Sample was opened of the wing/inserter to remove the catheter finding a hole in the catheter near of the wedge. Engineering team was able to reproduce this defect in the rf tipping machine by making the mandrel damage the catheter by pulling it towards the operator having it enter in an angle instead of introducing it straight. This defect is not common in our process and in a 3 years period, no internal reject or customer complaint have been reported with this condition. Manufacturing and engineering team revised the current rf tipping method and didn¿t find any differences or anomalies. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.eported with this condition. Manufacturing and engineering team revised the current rf tipping method and didn¿t find any differences or anomalies. Conclusion: based on investigation results to date, for leakage issue (catheter) root cause was associated to an incorrect handling or method in rf machine by operator. Based on an evaluation of severity and frequency it was determined that no CAPA is required. As preventive action a notification was sent to the team responsible, to focus in the correct method to perform this assembly or handling of the device by operator.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The report is as follows, "the nurse noticed that there was leakage at the juncture of catheter tubing and the wing."